Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Observed slight overcorrection after lasik surgery on the left eye, while investigating reported outcome of the right eye. Right eye of the same patient has been reported under manufacturer report # 3003288808-2010-00514.